Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The illeum screw inner part broke and also the k wire unfortunately broke. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination found that the polyaxial¿s tulip head inner cap is missing. No damage was present on the polyaxial screw shank. It can be noted from the event description that the polyaxial¿s tulip head inner cap was broken. The broken part was not returned for analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the breakage of polyaxial¿s inner cap cannot be positively determined. However, it is suggested that unanticipated high amount of forces was placed on the tulip head resulting in the breakage of the inner cap. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.